Event description:
Complainant reported that after a week of support, the automated impella controller (aic) console was unable to reflect placement signal. Per rn, console was swapped out. Support noted that there were no placement issues with the new console. It was further reported that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported issue has been completed. Data logs confirmed the invalid placement signal and controller error occurred on the complaint date. Console was tested thoroughly by the post market engineering team, and the failure was not reproduced. This known pattern failure, which is characterized by a temporary loss of optical data and triggering of a controller error alarm, has a low probability of reoccurrence. This report is being filed as part of a retrospective review of historical records.